Event description:
Received info from a pt in october 2006 indicating they currently feel stimulation from their device, but that the therapy is greatly reduced. The pt also provided that they are at the top of their parameters. The medtronic rep reviewed that product parameters can change from shopping in stores and pt proximity to theft detector devices. The pt confirmed recent visits to stores that have magnetic screeners, but did not provide store names or exact dates of visits. The rep redirected the pt to report symptoms to their physician. Add'l info has been requested by medtronic from the health care professional regarding the reported event. No report has been received of device explant. A supplemental MDR follow-up report will be sent to FDA if add'l info becomes available.